Manufacturer narrative:
This report is submitted on february 12, 2019.

Event description:
Per the clinic, the patient's device was explanted on december 31, 2018 due to an infection. The electrode array was left in situ and the patient was not reimplanted with another device.